Manufacturer narrative:
Ni

Event description:
Report received indicated that distal tip of the sv wire is defective. The guidewire fractured resulting in partial tip separation. Two products were involved of the same catalog and unknown lot numbers, however, only one product will be returning for evaluation and testing. Additional information will be sent within 30 days upon receipt.